Manufacturer narrative:
Continuation of medical devices: 419678 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was infected. The patient refused to have the system extracted but was willing to have the device replaced. The patient was being treated with antibiotics prior to device replacement. Follow-up yielded no further information and the device remains in use. No further patient complications have been reported as a result of this event.